Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which no device issues were noted; however, urethral atrophy was identified to be causing the return of the incontinence. All components were removed and replaced, and the cuff was implanted in a different location. No further patient complications were reported.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6)2019 was used as estimate, as it was reported that the device was implanted in 2019.